Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Voluntary report received (mw5185793): it was reported that the patient with a right hip implants began experiencing symptoms such as tinnitus, fatigue, hearing loss, eyesight changes, and clicking in the right hip. Chromim level is 6.4mcg/l and cobalt is 5.4 mcg/l. MRI results from 2026: metal artifact reduction protocol. All sequences were performed on a high-field scanner. Coronal t1, coronal stir, axial t1, and axial and sagittal stir imaging sequences of the pelvis were obtained. Additional smaller field-ofview, coronal stir and oblique axial proton density sequences were obtained of the hip. Interpretation: tendons and muscles: the right iliopsoas, rectus femoris, and adductor longus tendons are intact. Minimal tendinopathy of the common ham [invalid], no tear. Chronic thinning of the right gluteus minimus at its trochanteric insertion, mild fatty change. Mild chronic thickening of the right gluteus medius, no tear. The musculature surrounding the right hip is without edema or atrophy. Right hip and sacroiliac joints: substantial susceptibility artifact of the right hip prosthesis, greater than that of the left hip prosthesis. There are changes of prior right hip arthroplasty, no large hip joint effusion or periarticular fluid collection. No marrow edema identified within the proximal femoral shaft. There is mild degenerative change at the sacroiliac joints, no marrow edema or erosion is present. No pelvic adenopathy or concerning soft tissue mass. Postoperative changes lateral and posterolateral aspect of the right hip. Small, elongated fluid collection deep to the iliotibial band at the level of the greater trochanter (axial images 18 and 19 of series 5, coronal image 8 of series 7). This collection spans 9 x 9 x 31 mm. Multiple small diverticula along the sigmoid colon, no active inflammatory change. Question small fat-containing right inguinal hernia. Conclusion: 1. Substantial susceptibility artifact surrounding the hip prosthesis at the acetabulum limits evaluation of the structures in this region. However, no large right hip joint effusion is demonstrated, no periarticular collection. 2. No marrow edema or cortical step-off in the region of the hip to suggest fracture. 3. Mild chronic insertional tendi.